Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert transmission was triggered due to a shock was delivered to the patient. The transmission was reviewed and it was determined that the delivery of the shock was delayed due to the lead undersensing during the episode. It further reported that the patient passed away on the same day, so no intervention was performed.